Event description:
The customer reported that the secondary set connection on the primary mivf had a hole in it and fluid leaked from the site while in use on a pt. There was no report of pt harm or medical intervention. No add'l pt or event details were provided by the customer.

Manufacturer narrative:
(B)(4). This report was filed by the MFR. The affected prod has been rec'd and the eval is pending. A follow up report will be submitted once the evaluation is completed.